Event description:
Due to privacy laws further information was unable to be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists all adverse events that may be associated with the use of heartmate 3 lvas, including death. A specific cause for the patient's outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. Due to privacy law restrictions, the cause of death and further details regarding the event could not be provided by the customer. The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.